Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, an elevated blood glucose (bg) level of 512 mg/dl, blood pressure issues, and chest pain; cause was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids, insulin drip, and unspecified medicine for blood pressure and chest pain. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Multiple contact attempts were made by tandem technical support to obtain the hospital release date; however, no response was received.